Event description:
It was reported that during a lap hernia repair procedure, the first stapler was opened and locked out. The second was opened from same batch and the staples did not form correctly. The third device was opened and completed the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.